Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to delivered inappropriate therapy due to atrial driven rhythms. Technical services (ts) was consulted and upon review of the available information ts noted that eight anti-tachycardia pacing (atp) burst and all available shocks were inappropriately delivered. Reprogramming options were provided. In addition, it was later reported that the physician decided to increase the ventricular tachycardia (vt) therapy zone. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.